Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/13/2015. The fse found a hole in the tubing through pinch valve vl58. The fse replaced the tubing, which repaired the leak and the aspiration errors. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a bloody leak from the coulter lh 780 hematology analyzer. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was not specified but was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.